Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that she couldn't hold her bowels. She was losing bowels like crazy. Patient was feeling stim on the day of this call. It was indicated that she had pain in vaginal area. It shot down. She was on program 1 at 5 volts and she has been on this setting for the last couple months. On the day of this call, patient switched to program 2 at 2 volts. It was also reported that "when she rode on motor cycle back rest hit stimulation at lower back" and it was uncomfortable at the implantable neurostimulator (ins) site.

Event description:
Additional information received from the patient reported that she had loose bowel movements, back pain, and leg swelling. She had tried changing programs and last month she changed to program 2. She experienced a loss or change of therapy and had been "losing" her bowel and bladder for the last week prior to (B)(6) 2016. She also had a lot of back pain. Since that week she's tried adjusting stimulation and went higher as well to try to make it stop, but it wasn't helping. She planned to follow up with her healthcare provider.

Event description:
Additional information received as patient reported that they could not control bowels. Patient took medicines and they did not stop the bowels. It was constantly coming out, they could not get bowels to stop. They adjusted settings and it was still coming out. Patient said sometimes they just had diarrhea for no reason and did not know what caused it. They went to work and all of a sudden they lost their bowels. Patient had to wear depends, bowels keep coming out and they could smell it and patient worked face to face with customers. It was embarrassing and they wanted it to stop. Sometimes they shut down their stim because they got frustrated. Patient read on the internet that it happened that it could be not be hooked up properly. Patient also had problems with urine leakage as well. Patient confirmed urinary problems were preexisting, patient had it since their hysterectomy was done in 2000. Patient also reported if they increase stim higher that it caused them a lot of vaginal pain. Patient had to shut stim off for a while. Patient said that they were not feeling it now. Patient also reported that they had a back pain. Patient said back pain was related to device. Pain was on the side where ins was.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). The patient reported that they had been having difficulties with their device since it was implanted and that they were not seeing any symptom relief. The patient stated that the day after they were implanted they were rushed to the hospital. The patient noted that they were currently on fmla for issues with the device and other unrelated medical conditions. The patient stated that the device was off at the time of report and that it had been off for the last 2-3 months. The patient noted that they had colon testing scheduled to be done on (B)(6). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient wanted the thing out of her back because it was killing her. The patient stated that it was causing her pain down her back and legs and it had been happening for the past few months. The patient noted that she had therapy and they have had surgery done on her sphincter muscle but she still had pain. The patient mentioned that it didn't work, she still had issues and it didn't matter what setting she put it on, she still had problems. The patient reported that her bowels came out on their own and she still had bouts of diarrhea. The patient confirmed that she hasn't had relief since the device was put in and her health care professional wouldn't take the device out. The patient was redirected to follow-up with her health care professional. The patient also noted that she was on pain medicine because of this and could not go to work. There were no further symptoms or complications reported or anticipated.